Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .0873 inches. No unexpected alarm/alerts/anomalies noted during analysis. The history file and traces downloads were successful utilizing thump. The following alarms/alerts were noted on event date: pump error 63 variable 15 on (B)(6) 2022 07:06:07.000 and pump error 4 on (B)(6) 2022 07:06:07.000. Confirmed pump error 63 variable 15 due to hardware error, isolated to electronic stack. Pump error 4 was a consequence of pump error 63. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay, and pillowing keypad overlay. Confirmed pump error 63 variable 15 confirmed due to hardware error, isolated to electronic stack. Pump error 4 was a consequence of pump error 63. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 402 mg/dl. The customer was feeling nausea, tiredness, thirst, and blurry vision due to hyperglycemia. The customer also reported hardware low-level failures on the insulin pump. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event and auto mode/smart guard feature was active at the time of the event. Troubleshooting for high blood glucose was declined by the customer.  Troubleshooting for pump error alarm was performed and the customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed the self-test. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.